Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - boston scientific reported that after an implantation period of approximately 29 months, the patient went to the emergency room as he felt dizzy. It was discovered that there was no ventricular capture on this rv lead. A revision was performed and this lead was capped and replaced during the revision procedure on (B)(6) 2016.